Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that "when they disconnect the straps from the bed to put the device on the top of the bed for patient transportation or cleaning, is when the plastic peace attached to the straps broke easily". It was further reported that the professional must to hang the device with the additional rope provided.